Event description:
After completion of a scheduled removal of port from pt's left subclavian, it was noted that a 2 inch piece of the inducer from the catheter was not attached. X-ray confirmed that a piece of the inducer was in the pt's right atrium. Pt was transferred to another medical facility for removal of piece.